Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a routine supply change and a usual breakfast announcement, the user experienced progressive hyperglycemia with glucose values rising to the mid-300s and subsequently above 400 mg/dl for several hours; the user administered subcutaneous insulin by pen while the ilet continued running and later removed the ilet and transitioned to manual insulin pending clinician guidance. Symptoms included hyperglycemia. Outcomes included temporary discontinuation of automated insulin delivery and reliance on manual insulin administration. Investigation included remote troubleshooting with stepwise observation of glucose trends and assessment of infusion site status and correction delivery behavior. Investigation of this case revealed that the device appeared to be delivering insulin but was providing limited corrections following prior nocturnal hypoglycemia events, and no infusion set issue was identified by the user. It was concluded, based on previously established findings for similar reports, that the cause was uncertain and potentially related to algorithmic conservatism following recent lows in the context of a postprandial rise. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.